Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had continuous watchdog timeout alarms. The customer also reported the insulin pump made a high pitched noise. It was also reported the insulin pump kept restarting. The customer's blood glucose was 162 mg/dl at the time of incident. Customer also reported a keypad anomaly. The customer stated the keypad was unresponsive. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
All buttons are functioned properly. No damage in the keypad assembly noted and no unlocked lcd keypad connector during visual inspection. The insulin pump was received with normal operating currents and passed all functional testing including the self-test, unexpected restart error, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The insulin pump was monitored for three days and no alarm noted. No cosmetic damage noted during physical inspection.